Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a battery failed alarm. Troubleshooting was performed and found battery cap contacts were not corroded/damaged. No harm requiring medical intervention was reported. The customer will continue using the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with a corroded battery tube (battery leakage). The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. No unexpected failed batt test (battery failed) alarm noted during testing. The pump was cut open to perform a visual inspection. Moisture damage (battery leakage) was found on the bottom of the battery tube (inside the pump), vibrate harness assembly, and on pcba 1. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, and pillowing keypad overlay. Failed batt test (battery failed) alarm is not confirmed. Corroded battery tube and moisture damage were found during an inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.